Event description:
On 21-apr-2026, a sales representative reported via email that an ar-3642sp knotless 2.6 fibertak anchor was damaged during insertion due to improper anchor assembly. During insertion, the insertion handle reportedly cut through the anchor sheath, resulting in the sheath splitting into two pieces. The damaged anchor sheath and associated suture were removed from the patient. The issue was identified during a shoulder arthroscopy procedure performed on (B)(6) 2026. No patient injury or adverse effects were reported. Additional information was received on 27-apr-2026: the case was completed using an ar-2324kbcsp self punching biocomposite knotless swivelock. The case was delayed about five minutes; however, it is unknown if additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.